Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing planned vascular treatment, which was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movements were unavailable. A review of the system logfile confirmed the malfunctioning of the geo-pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the geo computer power supply was intermittently failing. The fse confirmed that the geo pc was defective and needed a replacement. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo pc and downloading the board software by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an alert indicating that geometry movements were unavailable. The system was in clinical use at the time of the reported event and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.